Manufacturer narrative:
The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this rv lead was explanted during procedure to remove and re-sterilize the pacemaker, for the patient's bursa infection. Before the revision, the rv lead exhibited high pacing thresholds, and during the procedure, the helix was found to be damaged. A new lead was implanted with the re-sterilized device. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing threshold measurements.

Event description:
It was reported that this rv lead was explanted during procedure to remove and re-sterilize the pacemaker, for the patient's bursa infection. Before the revision, the rv lead exhibited high pacing thresholds, and during the procedure, the helix was found to be damaged. A new lead was implanted with the re-sterilized device. No additional adverse patient effects were reported.